Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: he color tone of the image is abnormal. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image is abnormal. (The image is only magenta or green.) Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an endoscopic surgery procedure, the flex video scope had a noise occur when bent. The procedure was completed with the same device. There was no injury or harm reported.